Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had a recoverable fault 17 while docking. The customer converted to laparoscopic surgery at the start of the call. The technical support engineer (tse) reviewed live logs and found fiber cable-related errors. The tse walked the customer through a hard power cycle and reseating all fiber cables, and the system powered up error-free. The customer reported issues were resolved. The surgeon did not want to switch back to the robot, the customer was completing the case laparoscopically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon converted to laparoscopic procedure and then to open procedure. The procedure was completed with no injury to the patient.

Manufacturer narrative:
The reported issue was resolved during the troubleshooting call. The technical support engineer (tse) assisted the customer with a hard power cycle and reseating all fiber cables, and the error cleared. No site visit was conducted. The system was working properly and no additional action was required. No image or video clip for the reported event was submitted for review. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery and then to an open procedure after the start of a da vinci-assisted procedure due to an error. The error was able to be resolved during troubleshooting, prior to the end of the procedure, but the surgeon opted not to complete the procedure robotically.